Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that loss of capture was observed on the right ventricular (rv) lead. The helix of the lead could not be retracted during revision surgery. The lead was explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The reported event of failure to capture was not confirmed but helix failure to retract was confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection found the helix to be partially extended and clogged with blood. X-ray examination found over-torque of the inner coil at the connector region consistent with procedural damage. After cutting the lead, cleaning the distal portion of the lead, and applying torque directly to the inner coil, the helix could be extended and retracted. The cause of helix failure to retract was isolated to the helix being clogged with blood and over-torque of the inner coil.